Event description:
A report was received that the pt was experiencing pain in her shoulder blades which was caused by her leads migrating. The physician prescribed muscle relaxers for the pain and revised the pt leads by pulling them out of the epidural space and wrapping them around the ipg in the pocket. During a follow up visit the physician explanted and replaced the leads. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.